Event description:
The jetstream g3 was advanced to treat a 25cm lesion located in the proximal to distal superficial femoral artery (sfa). While advancing the catheter, the operator allowed a large loop to form at the back of the control pod. The large loop eventually flipped over on itself. This movement caused the guidewire tip to be pulled up inside the jetstream. Attempts to advance the guidewire failed. It was attempted to advance the guidewire again on rex mode and noticed that the proximal portion of the guidewire started to spin. The device was removed from the body. The guidewire was then pulled out of the jetstream g3, and it was noticed that a portion of the tip was missing. Inspection of the pt under fluoroscopy revealed no guidewire was present in the body. The physician attempted to advance a new guidewire into the jetstream, but it would not go. As a result, the physician believes that the guidewire tip remained inside the jetstream.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval.